Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. A 3.00x24mm taxus express2 drug eluting stent was direct stented in a 75-90% stenosed lesion in a mildly calcified and mildly tortuous mid right coronary artery. The lesion was post-dilated with a 3.25x8mm quantum maverick twice to 12 atms for 30 seconds. No patient injuries or complications occurred. Approximately seven and a half months later, a follow-up angiography with contrast and ivus were performed, identifying the in-stent restenosis. The 75% stenosed lesion was located in a non-calcified and mildly tortuous right coronary artery. The physician treated the in-stent restenosis with a non-bsc 3.0x18mm drug eluting stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.